Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later, healthcare professional reported "severely ruptured" found during surgery. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth due to concern with the product" (rupture discovered at explant).

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later, healthcare professional reported "severely ruptured" found during surgery. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ anxiety - product/ procedure : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.